Event description:
It was reported by the patient that when in the ambulance that a magnet over the device did not inhibit detections. It was noted that the device was implanted deep sub-pectorally. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.